Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: the original complaint could not be duplicated. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. An ezbg and ezcarb bolus were performed in the pump with blood glucose (bg) values of 150 mg/dl and 120 mg/dl, respectfully. The pump was then downloaded and the bg values were correctly displayed. Unrelated to the original complaint, the display had a discolored contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the blood glucose readings were not in the pump when downloaded as they were in the past. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.